Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose level was not included in the report. Nothing further reported.